Manufacturer narrative:
Complaint conclusion: a palmaz genesis stent failed to go through the lesion. There was no patient injury. The lesion was the left subclavian artery. The lesion was de novo and not inside a previously placed stent. The lesion had moderate calcification with 80% stenosis. The vessel was also angulated and tortuous. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use with no anomalies noted. There was difficulty getting the guidewire to cross, and the physician tried 3-4 times. There was difficulty getting the balloon catheter through the vessel to the lesion and force was required. There were no kinks or damages noted to the palmaz genesis after removal from the patient. The customer replaced the palmaz genesis with a non-cordis stent; however, it failed. It was reported that the stent of ¿ld bsn¿ (non-cordis) fell off the device and could not be easily removed from the patient. It was reported that there was slight resistance when the palmaz genesis was removed from the patient. It was removed along with the guide catheter to withdraw the product. After the non-cordis stent failed, the physician used the balloon to expand, and completed the procedure. ¿   the product was returned for analysis. One non sterile genesis .035 8.0 x 24 135 cm opta pro stent delivery system was returned. Per visual analysis the stent was found mounted in its original place between the marker bands. The involved guiding catheter was not returned. No anomalies were noted in the device. Per functional analysis was performed. The device was inserted through a 6f sheath introducer (lab sample) and no resistance was felt during the insertion and withdrawal. A device history record (DHR) review of lot 17414017 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. ¿   the reported ¿stent delivery system (sds) - failure to cross¿ was not confirmed due to the nature of the event. The reported ¿stent delivery system (sds) - withdrawal difficulty¿ was not confirmed through analysis of the returned device as functional analysis was performed successfully.  The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification, angulation, tortuosity and a rate of stenosis of 80%) may have contributed to the events as evidenced by the description of repeated attempts to cross the lesion with the guidewire and the use of force to pass the balloon through the lesion. According to the instructions for use ¿generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Gtin # (B)(4).   The device was returned for analysis; however, the engineering report is not yet available. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The product analysis and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a palmaz genesis stent failed to go through the lesion. There was no patient injury. The lesion was the left subclavian artery. The lesion was de novo and not inside a previously placed stent. The lesion had moderate calcification with 80% stenosis. The vessel was also angulated and tortuous. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use with no anomalies noted. There was difficulty getting the guidewire to cross, and the physician tried 3-4 times. There was difficulty getting the balloon catheter through the vessel to the lesion and force was required. There were no kinks or damages noted to the palmaz genesis after removal from the patient. The customer replaced the palmaz genesis with a non-cordis stent, however, it failed. However, it was reported that the stent of ¿ld bsn¿ fell off the device and could not be easily removed from the patient. It was reported that there was slight resistance when the palmaz genesis was removed from the patient. It was removed along the guide catheter to withdraw the product. After the non-cordis stent failed, the physician used the balloon to expand, and completed the procedure.